Event description:
It was reported that the customer noticed frequent air bubbles in the reservoirs. Troubleshooting was performed. The customer stated that the insulin is stored at room temperature and she has observed that insulin was leaking at the bottom of the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.